Manufacturer narrative:
Date of event: unknown. Device manufacture date: unknown. No lot # provided. Medical device expiration date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. PMA# preamendment. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported bd vacutainer® serum blood collection tubes had issues with clotting within the tube.